Event description:
Event description guidant received information that this device had slipped down in the pacemaker pocket and the physician elected to replace the device as the patient was completely pacer dependent. Both the atrial and ventricular leads were repositioned due to minimal changes in both sensing and pacing thresholds. It was confirmed that there was an adequate safety margin with regard to output and pacing thresholds. However, the patient experienced a syncopal episodes which could not be correlated to a loss of capture. This device was part of the insignia microcrystal failure mode 2 population.